Event description:
It was reported that when patient laid down, the stimulation got strong for a couple seconds and then stopped. The patient turned up stimulation and was not able to feel sensation. It was also reported that patient experienced inadequate stimulation. The patients leads had high impedances and were fractured.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(4). Batch: 7072583.

Event description:
It was reported that when patient laid down, the stimulation got strong for a couple seconds and then stopped. The patient turned up stimulation and was not able to feel sensation. It was also reported that patient experienced inadequate stimulation. The patients leads had high impedances and were fractured. Additional information was received that patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by facility.